Event description:
During a turp procedure, the ceramic tip of the resectoscope inner sheath detached and fell into the patient's bladder. The surgeon was able to retrieve the whole tip from the patient with no patient harm.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off flush with the distal tip of the steel tube. The remaining portion of the ceramic tip is securely glued inside the distal end of the sheath tube. A piece of the broken ceramic tip was not returned with the unit. A small dent/chip is noted at the very distal end of the steel tube. Also noted, is a minor dent at the proximal end of the steel tube and the release button has cracked. A search of prior incidents for this type of instrument was performed with the same or similar verbiage in the problem description. The document search reveals several potential root causes as follows: a broken ceramic tip has typically been proven to be caused by customer abuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instructions for use manual that is shipped with the instrument. Dents found along the steel tube are often indications that excessive lateral force has occurred. A second potential cause can also be associated with customer abuse that occurs due to improper handling of the instrument. In such cases dropping the instrument, hitting the tip against other instruments or against sterilization containers can damage the ceramic tip and result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use. Due to the presence of the dent/chip on the tube, other dents and the fractured state of the ceramic tip, the cause of this failure is determined to be due to mishandling.